Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in straight bc catheter broke / separated after placement it was reported that the peripheral venous line is cannulated with the device in question and when the sear is removed, a piece that should have remained inside the implanted catheter comes out. (Attached photographs) no consequences. Another consequence: he received a new venipuncture. During use.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter broke/ separated after placement was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.